Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance and loss of capture were observed on the right ventricular lead. Additionally, capture threshold was unable to be measured and suture sleeve damage was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of unable to measure threshold was confirmed. Visual and x-ray examination found signs of compression on the outer insulation and outer coil consistent with suture tie down forces. An internal short was found between the inner coil and outer coil conductor paths. The inner insulation was found to be breached at the suture tie impressions region and compressed/damaged outer coil region consistent with suture tie down forces. The cause of the reported event of unable to measure threshold was isolated to the breached inner insulation exposing the inner coil at the suture tie down force region. Complete x-ray of lead revealed no conductor fractures. The reported event of high impedance was not confirmed.